Event description:
It was reported that the arctic sun device temperature sensor off by a small margin. Per sample evaluation, it was reported that the pump number rate was on found to be at a high level (close to 2000 hour) so preventive maintenance got performed.

Manufacturer narrative:
Upon further review, it has been determined that this event is not reportable as there is no allegation against the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device temperature sensor off by a small margin. Per sample evaluation, it was reported that the pump number rate was on found to be at a high level (close to 2000 hour) so preventive maintenance got performed.